Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing.

Event description:
It was reported the patient's lead implanted at s1 had migrated and was confirmed via fluoroscopy. Prior to the migration, the patient had fallen down several stairs. Surgical intervention was undertake and the lead was explanted and replaced. Reportedly, effective therapy was restored.